Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 3 packages of 3312-040 lot#9424331 depuy cement delivered to field as implants were ready to be placed. Cement mixing cartridge broke while mixing, discarded. Two more packages of cement w/same ID delivered and mixed w/new mixer. Surgeon able to inject part of that cartridge which froze up before full instillation. Cement immediately hardened. Surgeon unable to instaii femoral component. Surgeon attempted to drill out cement with minimal success. Patient closed with plan to return the next day for hip hemiarthroplasty revision. Doe: (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device 3312040, lot 9424331, and non-conformances(B)(4) / manufacturing irregularities were identified.